Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room and intensive care unit due to hyperglycemia. The customer¿s blood glucose level was unknown at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin during hospitalization. The customer did not report any symptoms related to high blood glucose. Customer was unable to complete carelink upload. The device will not be returned for analysis.